Manufacturer narrative:
Age/date of birth: unknown, information not provided. Gender/sex: unknown, information not provided. If explanted, give date: not applicable, as the lens remains implanted. (B)(6). Device evaluation: the product was not returned to the manufacturing site as it remains implanted. Therefore, product testing could not be performed. The removed fiber was discarded by the surgery center. Therefore, the reported complaint cannot be confirmed. However, a photo was provided and was evaluated. It was not possible to identify the fiber reported by the customer. The white background in the photo does not allow seeing the fiber reported in complaint. Manufacturing records review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. A search on complaints revealed that no other complaints have been received for this production order number. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions along with warnings for the proper use and handling of the device. As a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that after an implantation of a pcb00 29.0 diopter intraocular lens (iol), a little fiber was noticed in the operative eye. The fiber was able to be removed but was discarded. There was no incision enlargement. Reportedly, there was no patient injury. No additional information was provided.